Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the error message b30 occurred due to the breakage of up board (circuit board). However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
B30 scope communication error.

Event description:
It was observed during the device inspection, the deflectable videoscope had b30 due to defective up board (circuit board). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.